Event description:
It was reported that the patient had an right atrial (ra) lead warning due to low impedance, it was found when the configuration was switched to dddr mode, the atrial lead had noise. Oversensing was also found. The patient also complained of chest pain in the heart when right ventricular (rv) lead pacing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) 2012-(B)(6); 5076-52 implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.